Event description:
The delivery system was returned for evaluation. The event could not be confirmed; as the stent graft was not returned for evaluation. The root cause of the event could not be conclusively determined. Film review analysis: review of angio images at implant ((B)(6) 2015) revealed that the patient had a 6cm diameter aaa. The proximal neck was angulated approximately 70 deg l-r. The bifurcate was brought up the right side and implanted just below the renals, and extended distally into the right common iliac. The proximal aortic body was angulated 55deg (l-r) to the iliac limbs. The contra limb was implanted with good gate overlap and was extended into the left common iliac. Angio injection from above the bifurcate showed a diffused contrast blush coming from both sides of the stent graft; primarily from the level of the flow divider. Injection from within the contra gate also showed a blush from the flow divider. Two endurant limbs were then seen placed within the bifurcate aortic body, implanted from the bifurcate proximal margin and extending into each limb distally to the level of the gate. Contrast was again seen coming from both sides of the graft. Both limbs were patent. No other device issues were observed. The exact type and cause of the endoleak is uncertain; however, this appears most likely to be a type IV endoleak, but cannot rule out a type iii fabric.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that after implant of the endurant 16x16x120 and 25x16x170, stent grafts the physician found an endoleak in the joint between the two stent grafts. The physician modelled the stent grafts at the position of the endoleak; however, the endoleak was still present. The physician suspected the endoleak was fabric leak through the endurant 25x16x170 bifurcated stent graft and it was confirmed by radiography. The physician implanted an endurant 16x13x95 and endurant 16x16x95 stent grafts. The endoleak improved but the endoleak was still present. No further treatment is planned. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.